Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed "no disposable clamp tubing", lot number from pre-filled remodulin cassette is 4220001. No patient injury was reported.